Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did not communicate, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to communicate and remote support service were offline. The technical support specialist (tss) remotely accessed the medstation to investigate reported concerns. Upon observation, the station was actively in use, and it was confirmed that drawers could be opened and closed, and medications dispensed without issue during nurse interactions. The tss then accessed the production server, logged into server, and verified that the data synchronization status for the station was current. All systems appeared to be functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.